Manufacturer narrative:
D5:h4:d6: information unavailable.h6: code 100(other): the instrument was received empty and no functional testing could be performed. No conclusion could be reached as to what may have caused the reported incident. Based on the inquiry information received and the visual examination, no conclusion could be reached as to why the reported instrument "jammed" during surgery. The instrument was received empty. The instrument was cycled and was found to be conforming. No further functional testing could be performed due to the instrument being empty. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.

Event description:
During an unknown procedure, the device jammed. There was no consequence to the pt.